Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely strands from the k-wire became cut due to fatigue breakdown from repeated operation of the forceps elevator, which then resulted in a raised k-wire due to reprocessing around the forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the forceps elevator mechanism perform the following inspections while the bending section is straight. Inspection for smooth operation: while observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ ¿cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work.¿ ¿preparation and inspection - attaching the distal cover¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the broken elevator wire was confirmed. The broken wire did not protrude or jump out of the scope. Some of the wires that compose the forceps elevator wire were raised due to cutting or fraying. The forceps raiser wire was damaged due to mechanical/chemical stress applied by repeated use for a long time. Leakage occurred in the switch box, causing the watertight area to become defective. Insufficient cleaning caused the crystal to become attached to the bending cover. Switch one was broken and caused leakage to occur. The adhesive at the distal end was broken and leakage occurred due to a shock from dropping and knocking it against a hard surface. The nozzle was slightly deformed due to stress applied to the nozzle during the removal of foreign substances. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the forceps elevator wire on the evis lucera duodenovideoscope was broken. The issue was detected during reprocessing. There was no intended procedure or patient harm associated with this event.